Manufacturer narrative:
(B)(6). Follow-up #1 date of submission 03/29/2016 device evaluation: the pump has been returned and evaluated by product analysis on 03/21/2016 with the following findings: during testing, the battery compartment was observed to be cracked. Unrelated to the complaint, the returned battery cap had damaged threads. Additionally, the audio bolus button cover was damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.